Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: stent dislodgement requiring additional pti to embed stent in an unintended site. The lad was treated with a promus element, 3.2x32mm. Then a promus, 2.5x15mm, was introduced through the side hole of the promus element into the diagonal, however, the promus, 2.5x15mm, became stuck and upon attempted withdrawal, the stent became dislodged from the balloon. The promus stent was dilated with a 3.0 balloon and compressed to the wall and a promus element stent, 3.0x12mm, was placed over them. The pt was sent to surgery. There was no additional event or pt information provided. You are receiving this MDR report from abbott vascular because, (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported, the device was discarded. A follow up will be submitted with all relevant information.